Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received shocks when an svt was misdiagnosed as a vt. Patient was feeling discomfort. The rhythm was diagnosed svt for some time before intermittent atrial undersensing cause ava to indicate vt and deliver therapy. It was suggested that the physician consider turning ava off. Changes were not made. The patient is fine and will return for follow-up.